Manufacturer narrative:
The complaint cannot be verified. E8 power interrupt errors were found in the history list. The up button is permanently activated due to an external mechanical influence, and the snap dome of the up button is pressed through. This issue led to the permanently activated up button and an unclearable e8 error messages.

Event description:
Patient reported the infusion device displayed an e7 electronic error in the run mode. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue. The infusion device was returned to the first level investigation unit on (B)(6) 2013. An e8 power interrupt error appeared during startup, and the error message could not be cleared due to a flat-pressed up button. The infusion device was received by the manufacturer on (B)(6) 2013, and additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.